Event description:
The cardiologist was attempting to close the asd with a 30 mm gore cardioform occluder. During deployment of device which was in the left atrium, the device locking mechanism malfunctioned and the device prematurely deployed. Attempts to recapture and retrieve failed as the device would not resheath. This required a placement of a secondary device via the right ij (internal jugular) to resheath and remove the device.